Manufacturer narrative:
A field service engineer (fse) found a leak coming from the waste tower tubing where a filter was missing. The fse inserted a piece for filter material and primed the instrument, but leaking continued. Per fse diagnosis, it was an occluded "waste bucket". The fse removed some protein build-up and flushed with di water. The fse primed the instrument and no further leaks detected.

Event description:
A customer contacted beckman coulter inc., (bci) reporting a liquid on top of the plexiglass that covers the electronics in the hydro of the synchron cx5 delta instrument. The customer believed it was wash solution. The operator was wearing personal protective equipment (ppe). No injury was reported on this issue.